Event description:
Status indicator not flashing. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 7th march 2018. On receipt the device could not be powered on and no status indicator would illuminate. The fault was attributed to significant moisture ingress, which had led to corrosion on the pcba. Advise user of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped.

Event description:
Status indicator not flashing. No patient involvement.